Event description:
Country of complaint: (B)(6). Needles detach from the threads.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 35 unopened pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process. There are no previous complaints of this code/batch. There are no units in our stock. Needle attachment of the samples received was tested and the results fulfil the requirements of the OEM. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.